Event description:
On (B)(6) 2026, as part of the boombox post-market clinical study, a (B)(6)-year-old female patient with metastatic breast cancer to the liver, received a histotripsy treatment to two tumors in liver segments v and viii for a total planned treatment volume (ptv) of approximately 47.6 cc. The patient was discharged prior to evaluation of the post-procedure imaging. The following morning, a nurse from the treating facility called the patient to check in and the patient reported dizziness, shortness of breath with exertion, intermittent palpitations, chest discomfort, weakness, and fatigue. The patient's spouse reported a home blood pressure of 98/53 mmhg with a heart rate of 108 bpm. The patient was directed to seek emergency evaluation and upon presentation to the emergency department (ed), they were admitted. Vital signs on admission included a blood pressure of 88/57 mmhg and pulse of 116 bpm. The post-procedure imaging indicated a subcapsular hepatic hematoma. The patient was placed on a sepsis pathway and received intravenous fluids and 500 ml of packed red blood cells the patient was discharged the same day from the ed following observation. The patient continued to experience tachycardia on (B)(6), with reported heart rates ranging from 101 to the 130s, including at rest. Due to persistent symptoms, the patient was admitted to the hospital on april 11th where an ECG evaluation identified atrial fibrillation (af), which the treating physician reported as "probable" attribution to the histotripsy procedure, as af is often related to general anesthesia. The patient was given amiodarone for arrhythmia management which normalized and the patient was discharged on (B)(6).

Manufacturer narrative:
No device malfunctions or other noteworthy events occurred during the histotripsy procedure. The post-procedural subcapsular hepatic hematoma is consistent with the labeled risk of mechanical injury to the liver capsule when vascular structures or the liver capsule are within or adjacent to the planned treatment volume. The edison system labeling includes the following warning statement: "mechanical injury to critical structures (e.g., vascular structures, liver capsule, bile ducts) may occur when these structures are within the ptv. The likelihood of bleeding and/or mechanical injury may also increase with additional and/or subsequent treatments within a treatment session or across follow-up treatments."